Manufacturer narrative:
The erroneous result for patient 2 was not reported outside of the laboratory.

Manufacturer narrative:
The customer provided erroneous results for an additional patient sample tested on (B)(6) 2017. Patient 2 (male , (B)(6) years) initial troponin t hs result was 591 ng/l. The sample was repeated 3 times with results of 3.73 ng/l, <3.0 ng/l with a data flag and <3.0 ng/l with a data flag. No information was provided to determine if any erroneous result was reported outside of the laboratory for this patient. It was stated "the patient was called in for control samples to be drawn". There was no allegation of an adverse event. Serial number was updated. Concomitant medical devices was updated. The alarm trace from (B)(6) 2017 shows a "sample clot detection" message 5 times which suggests pre-analytical problems in this laboratory.

Manufacturer narrative:
A specific root cause was not identified. Qc was not run prior to the event on (B)(6) 2017. Qc results after this event were within the acceptable ranges. Qc results prior to the event on (B)(6) 2017 were within the acceptable ranges. Instrument performance test data was acceptable. The customer received multiple sample clot detection error messages on the day of both events. The presence of a clot indicates an issue with sample quality. The customer has not complained of any additional result issues.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4)..

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys troponin t hs (high sensitive) assay (troponin t hs) on a cobas e 801 module. On (B)(6) 2017 the patient had a troponin t hs result of 7 ng/l from a plasma sample. On (B)(6) 2017 a serum sample was obtained. The serum sample was centrifuged for 10 min at 2200 g. The customer attempted to test the sample but obtained a clot error. An aliquot was prepared in a cup on top of a sample tube. The clot was no longer present. The serum sample was run and the initial result was 45 ng/l. This result was reported outside of the laboratory. The serum sample was repeated multiple times with results of 7 ng/l, 6 ng/l, 12 ng/l, 12 ng/l, 12 ng/l and 13 ng/l. The result of 12 ng/l was believed to be correct. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 17649600 with an expiration date of 31-jan-2018. A clot detection error message was observed on the alarm trace twice on the day of the event. The presence of a clot indicates an issue with sample quality. Other possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. Investigation is ongoing.